Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's wife had called regarding an "upstream occlusion" alarm. It was stated that the bag appeared "completely emptying," and no medication was visible. The caller had been instructed to trace the tubing and had denied any kinks, confirming that the spike was fully inserted. The caller had restarted the pump; however, the alarm had persisted. The caller was informed to clamp the tubing, turn off the pump, and contact the clinic for further instructions due to 10 ml of medication remaining. There was patient involvement but no patient harm reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.